Manufacturer narrative:
Additional information received: the endoleak was thought to be a type iiib due to a hole in the stent graft, rather than a separation of the stent graft components. Film evaluation summary the cause of the reported type iiib fabric endoleak could not be determined from the single returned CT slice. Complete CT¿s were not provided and a comprehensive review of the patient¿s anatomy could not be performed. Films during the implant event were also not provided; therefore, assessment of the reported endoleak type and location (including ruling out a potential type IV endoleak) was not possible. Calcification within the iliac arteries was confirmed; therefore, it is possible that the reported endoleak may have been a caused by a fabric tear potentially contributed to implanting within the calcified iliacs; possibly occurring during a ballooning event. Other than the calcified vessels, analysis of the returned film did not reveal any anatomical characteristics that could explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: 29-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a >50mm abdominal aortic aneurysm. It was reported that final angiogram during the index procedure showed a possible type iiia or type iiib endoleak. The area was relined with another stent graft and the endoleak resolved. As per the physician, the cause of the event was due to the either a hole in the stent graft or a junctional leak and was possibly caused by calcium in the iliac. No additional clinical sequelae were reported and the patient is fine.